Event description:
It was reported that at implant the implanter had difficulty getting the lead into a good position. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. Primary analysis revealed no anomalies.